Event description:
It was reported that a dexcom g7 sensor with code 5443 failed to pair with the ilet after code entry, resulting in inability of the responsible device to be identified and preventing glucose data transmission. Symptoms included no alerts or alarms. Outcomes included no reported clinical impact or need for medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed a pairing failure between the continuous glucose monitoring sensor and the ilet with no reproducible alert state. It was concluded that the event involved a sensor-to-pump communication failure with no associated adverse health effects.